Manufacturer narrative:
Testing and investigation found the touchscreen did not pass the touchscreen test. The touchscreen button was not responsive and it was noted that the keys would randomly get stuck when pressed. Further investigation found contamination on the edge at the bottom of the device touchscreen. The probable cause of the nonresponsive touchscreen was contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with a note from central supply stating "pump has issues with touchscreen." There were no reports of any adverse patient events, medical intervention, and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.